Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that 3 feeding sets presented a nutrition leakage between the spike and the tubing.

Manufacturer narrative:
Investigation conclusion: the customer reported that three (3) feeding sets presented a nutrition leakage between the spike and the tubing. The report refers to product code 775100, epump cross spike feed & flush, with lot number 200480155, which was manufactured on 2/25/2020. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Historical complaint data and lot/failure mode trending data were analyzed and no related trends were identified that may have potential to caused or contribute to an adverse event. Three (3) samples were returned for evaluation. Visual inspection and functional testing performed identified a leak between the cross-spike and tubing line of two (2) samples. One (1) sample was returned for evaluation with a detached cross-spike. An investigation has been initiated to determine the root cause of this confirmed product failure and the potential actions necessary to prevent recurrence of failure. Additional action, aside from the investigation which has been initiated, will not be taken at this time. This complaint will be closed and utilized for tracking and trending purposes.